Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. UDI# ((B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient weight not provided for reporting. (B)(4). Device is not expected to be returned for manufacturer review/investigation. Device history records review was conducted. The report indicates that the: DHR review for part # 04.038.295s, lot # h278149; release to warehouse date: (B)(6) 2017; expiration date: 31 january 2027; manufacturing site: (B)(4). DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna helical blade 95mm sterile product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was initially reported that a tfna nail, helical blade and a locking screw were removed due to nonunion and the helical blade penetrating the femoral head, thus leading to a total hip arthroplasty. Upon further follow-up it was reported that the surgeon did not say the patient had nonunion. It was also reported later that the neck and the head of the femur had collapsed. All three devices were removed intact. There were no complications or surgical delay during the revision surgery. Surgery was successful and patient is stable. This complaint is for one (1) device. Concomitant devices reported: tfna nail (part# 04.037.142s, lot# h215074, quantity# 1). A 5.0 mm locking screw (part# 458.932s, lot# h040396, quantity# 1). This report is 1 of 1 for (B)(4).